Manufacturer narrative:
Results: the velocity delivery microcatheter (velocity) strain relief was stretched. The velocity was fractured approximately 50.0 cm from the hub. Conclusion: evaluation of the returned device revealed that the velocity was fractured. This type of damage typically occurs due to improper handling during use. If the device was advanced through the non-penumbra microcatheter at an extreme angles, damage such a fracture may occur. The observed fracture likely contributed to the resistance encountered while advancing the stent through the velocity. Further evaluation revealed that the strain relief was stretched. This type of damage likely occurred due to the rotating hemostasis valve (rhv) not being completely opened upon removal of the velocity. The non-penumbra microcatheter and stent retriever mentioned in the complaint were not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity). During the procedure, the physician successfully advanced the velocity through a non-penumbra microcatheter, despite the patient having tortuous anatomy. The physician then felt resistance while advancing a non-penumbra stent retriever through the velocity. After making a pass with the stent retriever, the physician carefully removed the velocity and found that it had fractured almost in to two pieces and was barely held together. The procedure was therefore completed using a new catheter, the same sheath, and the same stent retriever. There was no report of an adverse effect to the patient.